Manufacturer narrative:
Block h6 (patient codes): patient code 1987 captures the reportable event of esophageal perforation. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. The elevator was moved by engaging the elevator control lever on the handle and no problems were observed with the range of motion or forces required of the elevator. The elevator did not protrude beyond the distal cap component. No sharp edges were noted on the elevator and it was not damaged or detached in any way. Insufflation was performed by attaching a hydra water bottle cap to connect to the exalt umbilicus air/water port. Orca buttons were installed on the device in the valve ports. Compressed air was connected to the hydra water bottle cap. The orca button was engaged by covering the air port to test insufflation, and no problems were observed. The device functioned normally throughout insufflation. No other problems with the device were noted. The reported event was not confirmed. Product analysis was unable to replicate or identify any problem that could have caused or contributed the reported event. Based on the event description, it is likely that the lack of co2 means that insufflation was not sufficient during advancement. The instructions for use (IFU) includes instructions for testing insufflation prior to use, and warns the user to stop the procedure if resistance is felt while advancing. The investigation findings indicate that it is most probable that the insufflation was not tested prior to use. Therefore, the conclusion code selected for the reported event is failure to follow instructions, which indicates that the problem was traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: block b5 has been updated to provide corrected information.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the esophagus on (B)(6), 2020. This complaint is being reported based on the event of perforation. According to the complainant, "exalt was removed from package and inspected. Valves were inserted into scope. Image was checked via exalt controller and was working properly. Scope was hooked up to co2 / water and suction and hung waiting for [the procedure]. Lubricant was applied to distal scope. Once case started, physician advanced scope prior to tech turning on co2. Physician advanced scope down through esophagus and felt resistance. When he asked about the resistance, another tech realized that there was no insufflation and turned on co2." Once insufflation started, bleeding was noticed. The physician exchanged the exalt scope for an esophagogastroduodenoscope (egd scope), and observed a 3-4 cm perforation under visualization of the egd scope. Upon removal, the elevator of the exalt scope was noted to be down but not fully recessed into the head of the scope. The elevator appeared to be up or elevated slightly, approximately 1/4 of the way up. A fully covered esophageal stent was placed over the perforation. Reportedly, the patient is recovering well with no sign of bleeding or infection noted 12 hours after the procedure. ***additional information received on (B)(6), 2021*** reportedly, the elevator cut through the wall of the esophagus since the endoscopic view was severely disoriented until the team realized there was no co2. Once co2 was turned on the endoscopic view was then restored. Additionally, it was reported that there was no malfunction with the exalt scope. Due to this event the hospital is now including an air/water valve check during their timeout pre-procedure

Manufacturer narrative:
Block g2: literature source: cheema, b. S., ghali, m., schey, r., awad, z., and ribeiro, b. (2021). Esophageal perforation after using a single-use disposable duodenoscope. Case reports in gastroenterology, 15(3), 972 977. Https://doi.org/10.1159/000519685 address: (B)(6). Block h6 (patient codes): patient code 1987 captures the reportable event of esophageal perforation. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. The elevator was moved by engaging the elevator control lever on the handle and no problems were observed with the range of motion or forces required of the elevator. The elevator did not protrude beyond the distal cap component. No sharp edges were noted on the elevator and it was not damaged or detached in any way. Insufflation was performed by attaching a hydra water bottle cap to connect to the exalt umbilicus air/water port. Orca buttons were installed on the device in the valve ports. Compressed air was connected to the hydra water bottle cap. The orca button was engaged by covering the air port to test insufflation, and no problems were observed. The device functioned normally throughout insufflation. No other problems with the device were noted. The reported event was not confirmed. Product analysis was unable to replicate or identify any problem that could have caused or contributed the reported event. Based on the event description, it is likely that the lack of co2 means that insufflation was not sufficient during advancement. The instructions for use (IFU) includes instructions for testing insufflation prior to use, and warns the user to stop the procedure if resistance is felt while advancing. The investigation findings indicate that it is most probable that the insufflation was not tested prior to use. Therefore, the conclusion code selected for the reported event is failure to follow instructions, which indicates that the problem was traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: block b5 has been updated to provide corrected information. Additional information: block b5 has been updated based on information received february 22, 2022.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the esophagus on (B)(6), 2020. According to the complainant, "exalt was removed from package and inspected. Valves were inserted into scope. Image was checked via exalt controller and was working properly. Scope was hooked up to co2 / water and suction and hung waiting for [the procedure]. Lubricant was applied to distal scope. Once case started, physician advanced scope prior to tech turning on co2. Physician advanced scope down through esophagus and felt resistance. When he asked about the resistance, another tech realized that there was no insufflation and turned on co2." Once insufflation started, bleeding was noticed. The physician exchanged the exalt scope for an esophagogastroduodenoscope (egd scope), and observed a 3-4 cm perforation under visualization of the egd scope. Upon removal, the elevator of the exalt scope was noted to be down but not fully recessed into the head of the scope. The elevator appeared to be up or elevated slightly, approximately 1/4 of the way up. A fully covered esophageal stent was placed over the perforation. Reportedly, the patient is recovering well with no sign of bleeding or infection noted 12 hours after the procedure. ***additional information received on january 8, 2021*** reportedly, the elevator cut through the wall of the esophagus since the endoscopic view was severely disoriented until the team realized there was no co2. Once co2 was turned on the endoscopic view was then restored. Additionally, it was reported that there was no malfunction with the exalt scope. Due to this event the hospital is now including an air/water valve check during their timeout pre-procedure. ***additional information as of february 22, 2022*** note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2020-06698 for the exalt model d single-use duodenoscope and 3005099803-2022-00478 for the wallflex esophageal stent. This event was referred to in the article "esophageal perforation after using a single-use disposable duodenoscope" by dr. (B)(6). According to the literature, gentle force was applied to pass through the gastroesophageal junction during scope insertion, which caused minimal bleeding. To inspect the area, the single-use duodenoscope was removed, and a reusable gastroscope was inserted which revealed a 10-mm linear perforation in the esophagus just proximal to the z-line. To cover the perforation, a wallflex fully covered esophageal stent was deployed. The patient was then transferred to another health care facility for further management. Post stent placement, abdominal x-ray was performed and showed the stent migrated below the diaphragm to the stomach. A repeat esophagogastroduodenoscopy (egd) was performed to remove the wallflex esophageal stent from the patient with a pair of rat-toothed forceps. A different esophageal stent was deployed to cover the perforation. Additionally, a stent fixation device was used to anchor the stent to the esophageal wall at its proximal edge and the procedure was completed. The patient tolerated the procedure well and was kept nil-per-os (npo) for 2 days postoperatively. Oral intake was started on day 3, and the patient was discharged. The second esophageal stent was removed 6 weeks after placement and follow up endoscopy showed healthy granulation tissue with no fistula. Patient was able to tolerate regular diet. Note: it was reported that the community gastroenterologist who performed the ercp procedure felt that the perforation likely occurred due to the exalt scope tip bending inadvertently and due to a subsequent miscalculation of the amount of force needed to traverse the gastroesophageal junction with the scope. However, per the exalt model d instructions for use (IFU), it states that during scope removal from the patient, failure to put the articulation control knobs in the neutral position may cause patient injury such as perforation, bleeding, or tissue damage. If the articulation control knobs cannot be put in the neutral position, exercise caution when removing the endoscope from the patient and do not use excessive force.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, "exalt was removed from package and inspected. Valves were inserted into scope. Image was checked via exalt controller and was working properly. Scope was hooked up to co2 / water and suction and hung waiting for [the procedure]. Lubricant was applied to distal scope. Once case started, physician advanced scope prior to tech turning on co2. Physician advanced scope down through esophagus and felt resistance. When he asked about the resistance, another tech realized that there was no insufflation and turned on co2." Once insufflation started, bleeding was noticed. The physician exchanged the exalt scope for an esophagogastroduodenoscopies (egd scope), and observed a 3-4 cm perforation under visualization of the egd scope. A fully covered esophageal stent was placed over the perforation. Reportedly, the patient is recovering well with no sign of bleeding or infection noted 12 hours after the procedure.